Event description:
The ra and lv leads were later capped and replaced.

Event description:
It was reported that the right atrial (ra) lead showed impedance changes, p-wave changes and the electrogram indicates a possible lead fracture. It was also reported that there was a sudden left ventricular (lv) lead threshold increase and may be compromising capture. The ra and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 5076 implantable pacing lead, (B)(6) 2009; 6949 implantable defib lead. (B)(4).